Manufacturer narrative:
Product has not been returned for eval. Hundred devices were mfg in the lot containing the device involved in this reported incident. This lot was mfg in 11/2003. The device mfg history records were reviewed and no anomalies were reported during the mfg process operations. Dimensional controls, visual inspections and physical tests (strength tests/ elongation) are performed on each mfg lot of lcak catheters. Visual inspections including inspection of the drainage holes (naked eye and under magnification) are also performed on each catheter during final release. This is the first reported incident of this type. Based on the reported info and due to the lack of product return for eval, we are unable to determine the exact origin of the reported problem.

Event description:
Integra lifesciences received a user facility medwatch reporting two separate incidents with if # 910-121. In 2006, a lumbar catheter accessory kit was implanted. It has been reported that the system did not drain well. The following month, the device was explanted and replaced with another device of the same model. Product has been discarded and unavailable for eval.